Manufacturer narrative:
The reagent lot number was 79515701 with an expiration date of 30-sep-2025. The customer stated the qc was acceptable. The field service engineer found an issue with the mechanical alignment of the prewash sipper as it was bent. He adjusted/re-aligned the prewash sipper, and performed mechanical checks, instrument checks, and quality controls that were all acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable elecsys troponin t gen 5 result from the cobas e 801 analytical unit. The initial result was <6 ng/l. The repeat result using another cobas e 801 analytical unit was 35 ng/l. The repeat result was believed to be correct.